Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue and keypad contamination issue. This report is made based on results of the investigation performed on 10/30/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under the ok key contact.